Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned the complaint device was (B)(6) 2018 for evaluation. A visual inspection was performed and passed. Performed a voltage test and passed. Performed global transmitter functional test and pass. Performed share log review and a loss of connection was not confirmed. The reported event of a loss of connection was not confirmed. The patient's complaint was not confirmed because there were no errors present on the log. The reported allegation was not found.